Manufacturer narrative:
(B)(4). The device was manufactured 09/12/2014 - 09/13/2014. The device was received for evaluation. Visual inspection revealed white particulate matter approximately 1.74mm in length, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had particulate matter inside the balloon. The device was filled with an unspecified amount of bupivacaine. There was no patient involvement. No additional information is available.